Event description:
The customer reported via phone call that the insulin pump alarmed failed self test during normal use. The customer's blood glucose was 159 mg/dl. The customer will be sent a replacement insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed due to faulty connector on remote frequency board. The insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.